Event description:
(B)(4) has rec'd a notice from one of our customers' insurance company regarding an incident involving a pair of crutches distributed by (B)(4). It is alleged that the pt was using the crutch to walk across a tile floor, without noticing that one of the rubber tips was worn-out. When the exposed metal end of the crutch contacted the floor, the crutch slid forward causing the pt to lose their balance and fall to the floor, breaking his left wrist. This MDR report is based on the insurance company's notice.